Event description:
The customer reported a falsely elevated architect stat troponin-I result was generated by the architect i1000sr processing module for a patient with a history of coronary disease the sample was repeated, and a normal result was obtained. The following data was provided: customer¿s critical limit: >0.29 ng/ml sid (B)(6) (sample hemolyzed with hemolysis index of 182): on (B)(6) 2026 initial result = 0.64 ng/ml, repeat result = 0.01 ng/ml. Sid (B)(6) (new draw): result = 0.01 ng/ml. No additional patient information is available. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result was generated by the architect i1000sr processing module for a patient with a history of coronary disease the sample was repeated, and a normal result was obtained. The following data was provided: customer¿s critical limit: >0.29 ng/ml. Sid (B)(6) (sample hemolyzed with hemolysis index of 182): (B)(6) 2026 initial result = 0.64 ng/ml, repeat result = 0.01 ng/ml sid (B)(6) (new draw): result = 0.01 ng/ml. No additional patient information is available. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect stat troponin-I, reagent lot 85694un25 to address the customer¿s observation of falsely elevated results. Review of tracking and trending data for the architect stat troponin-I assay lot 85694un25 did identify an increase in complaints, however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Historical performance for lot 85694un25 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 85694un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 85694un25. Labeling was reviewed and found to adequately address the customer's issue. Based on our investigation, no systemic issue or deficiency was identified with the architect stat troponin-I, reagent lot 85694un25.